Event description:
Reportedly, the battery voltage was at 2.8v, 3 years after implantation. The physician suspected a premature battery depletion and decided to explant the device that was returned for analysis. Preliminary analysis confirmed it operated as specified.

Event description:
Reportedly, the battery voltage was at 2.8v, 3 years after implantation. The physician suspected a premature battery depletion and decided to explant the device that was returned for analysis. Preliminary analysis confirmed it operated as specified.